Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the levophed medication was not delivered. The pump channel display stated that the infusion was running. The levophed line was disconnected and switched to a replacement pump. Levophed infusion resumed, drip chamber assessed to be working appropriately. Other connected pump channels were assessed; all other IV lines and pump channels were operating normally and as expected. There was patient involvement, but no harm. Additional information provided 30mar2026: per report: the customer states: "the levophed was a continuous infusion. The ordered rate was 13.75nlhr then down to 5ml/hr. The total volume/concentration was 8mg/250cc. Normal saline may have been running with the levophed. There was no patient harm. Tubing set was bd 2420-0007.